Manufacturer narrative:
This product is neither marketed nor distributed in the us; none was shipped / commercially used in the us. In vivo tests were performed by oticon medical representative on (B)(6) 2022 and connectivity issue with the cochlear implant neuro zti cla , (B)(4) was observed. (B)(4).

Event description:
Oticon medical representative reported a connectivity issue with the (B)(4).

Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th, 2021 (international recall #211014).

Event description:
Oticon medical representative reported a connectivity issue with the implant (B)(6). No in vivo assessment report was received. However, testing were performed by oticon medical representative in april 2022, and connectivity issue with the implant was observed.